Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis; cause was not provided. Blood glucose level not provided. Subsequently, the customer was hospitalized. Reportedly, the customer was release on (B)(6) 2020. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.